Event description:
It was reported via clinical trial patient (B)(4) experience, unknown. Relationship to study device: unknown.

Manufacturer narrative:
(B)(4). Date sent: 12/12/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Additional information was requested, and the following was obtained: the surgeon reported 3 malformed staples while using the echelon 3000 device with the surgery for study (B)(4). The index surgery for the subject was on (B)(6) 2023. Event occurred intraoperatively. Surgery was successfully completed. No pre- or post-operative events were reported. Subject was discharged home on pod 1. No adverse events or re-operations/revisions have been reported to date. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.